Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 27 mg/dl at the time of the incident and current blood glucose level is 187 mg/dl. Customer reported other blood glucose level was 160 mg/dl, 180 mg/dl, 54 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Product will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.